Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the reported issue of image strobed in and out was not duplicated and no abnormalities found on the image however, the coupler base plate was found bent causing an off centered image. In addition, minor kinks in the cable were found. The identified parts were replaced, device was repaired. Once completed, the device was tested and passed required specifications. The reported issue was unable to be confirmed. The device however was observed with bent coupler base plate. The bent, misaligned coupler base plate likely attributed to the reported issue.

Event description:
It was reported that the image does not appear and strobes in and out. The issue occurred during an unspecified procedure. There were no further details provided regarding the event. No patient harm or impact reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. It was presumed that unexpected stress was applied to the head due to the user's handling and the ccd unit may be defective. It is suspected that the image was temporarily lost due to a failure of the ccd unit. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Doing so could damage the cable. Olympus will continue to monitor complaints for this device.